Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was stretched, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Event description:
The leads were returned after being removed during an upgrade to bipolar system and have tested out of specifications. No complaints were received about the lead performance.